Event description:
Customer reported hospitalization due to food poisoning and diabetes ketoacidosis. The current blood glucose reading is 102 mg/dl. Customer was vomiting and nauseated. The paramedics were called to treat a blood glucose reading of 463 mg/dl. Hospital treated with IV fluid and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.